Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose (bg) level was displayed as high with small ketone levels. Healthcare provider identified the ketone level as dangerous. Customer changed cartridge and administered manual injection to address bg level. Customer loaded a new cartridge to resolve the issue.